Event description:
Customer reports during a patient procedure, the table stopped all movement. Customer unwilling to provide patient information other than to say the procedure was completed with no further complications and all is fine.

Manufacturer narrative:
Liebel flarsheim service reports facility biomed cancelled the call. Biomed couldn't reproduce any failure. Call was closed due to the system being fully functional. No more issues since the call was closed.